Manufacturer narrative:
The date of event was approximated as (B)(6) 2017. It was reported that the approximate date of onset was (B)(6) 2017. (B)(4). Approximate age of device ¿ 1 year 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an abdominal wall abscess previously unreported to the manufacturer which began in (B)(6) 2017. Reportedly the abscess was associated with the lvad system. The infection was treated with unspecified IV antibiotics. On (B)(6) 2017 the patient was admitted on (B)(6) 2017 for incision and drainage (I&d). No additional information was reported.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.